Event description:
It was reported that the ventilator had an issue with pressure. There was no patient harm. Manufacturer's ref. (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the customer reported that there were issues during ventilation of the patient. The device was immediately replaced. The device was checked and no deviation was found. The device was delivered to the user in working condition. Review of the provided logs confirm occurrence of the ventilation issues in last ventilation sessions. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as high respiratory rate, expiratory minute volume low, expiratory minute volume high, ppep low, vt insp. Overrange, inspiratory flow overrange or check tubing indicate a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Review of the logs confirmed that prior to each ventilation, the successful pre-use check was performed. According to the technician the pre-use check successfully passed during check up of the device. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the reported alarms occurred due to leakage but there was no technical malfunction of the ventilator. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leakage in the patient circuit. The correction of fields #h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. #h6 adverse event problem and evaluation codes - health effect ¿ impact codes: previous health effect ¿ impact codes: no patient involvement /// 2645. Corrected health effect ¿ impact codes: no health consequences or impact /// 2199.